Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The moisture damage was found on motor assembly. Analysis was unable to verify for operating currents including low battery, off no power and weak battery alarm due to blank display. The insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that there was fluid under the lcd display. The customer stated that they were going through batteries very quickly. The customer's blood glucose was 134 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.